Event description:
End of the toothbrush fell off on the second use- oral b power care [device breakage]. Case narrative: consumer via web stated that oral-b toothbrush fell off on the second use. No injury was reported. Follow-up (25-nov-2025): product investigations results included device has been discarded. No injury was reported.

Manufacturer narrative:
25-nov-2025: complained product will not be not available.

Event description:
End of the toothbrush fell off on the second use- oral b power care [device breakage]. Case narrative: consumer via web stated that oral-b toothbrush fell off on the second use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.